Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device started firing scissored clips at the initial firing. Only a few clips were formed correctly. The device was used to complete the case with no patient consequence.